Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) was implanted then explanted during a procedure. The iol was discarded. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.